Event description:
It was reported that the biomedical engineer (be) was informed by the user that the radiofrequency (rf) head "did not work." The status of the rf head is unknown. The rf head will be replaced. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).